Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was "not working" and the patient's heart rate was down to 32. Follow up was not able to be obtained. The ipg remains in use. No further patient complications have been reported as a result of this event.